Event description:
It was reported that the pump malfunctioned. The patient was transferred from operating room (or) to cardiac surgery intensive care unit (csicu). The pumps stopped functioning and device screen became unresponsive. A second pump also from the or then displayed an error message. New pumps were moved from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, programming of the second pump was attempted. When the pump malfunctioned the anesthesiologist was called in and administered vasopressors manually as patient systolic blood pressure dropped to 40mmhg. The patient became bradycardic and required pacing. Patient required 1.5l of crystalloid along with vasopressin, epinephrine and levophed over 1 hour to become stable.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2022-155283 is a concomitant. Please refer to manufacturer report number 2016493-2022-155282 and 2016493-2022-155307, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pump malfunctioned. The patient was transferred from operating room (or) to cardiac surgery intensive care unit (csicu). The pumps stopped functioning and device screen became unresponsive. A second pump also from the or then displayed an error message. New pumps were moved from the clean utility room in csicu - another pump then displayed an error message. A 4th pump from the clean utility room functioned. As soon as the first pump malfunctioned, programming of the second pump was attempted. When the pump malfunctioned the anesthesiologist was called in and administered vasopressors manually as patient systolic blood pressure dropped to 40mmhg. The patient became bradycardic and required pacing. Patient required 1.5l of crystalloid along with vasopressin, epinephrine and levophed over 1 hour to become stable.